Event description:
Customer problem description: (B)(4), (B)(6) 2012, 01:06:25 pm, (B)(6) 2012, 12:12:22, steris is implementing a field correction on the 5085 and 5085 srt surgical table to improve the reliability of the telescoping shrouds. Steris is implementing a field correction on the 5085 and 5085 srt surgical table to improve the reliability of the floor locks. Tables may display that the floor locks are unlocked when in fact they are locked. This can occur when articulating the table. Steris 5085 table bat/line 110v w/tlt pads or (B)(4), 5085 shroud field trial was completed on (B)(6) 2012, from previous FDA recall. The bed makes horrible crunching noises when moving up and down. Three times since the repair with a pt on the 5085 table the bed malfunctions and will not work. Our internal ge service tech has determined it is caused by the item (B)(4) sensor, height harness where the wires are stripped off when moving the bed up and down because the sensor is inadequately protected in the inside of the shroud. This has been an ongoing issue from the initial purchase of the bed over a year ago. But has been worse since the trial shroud has been installed from the previous recall.